Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 10 days post-implant, the patient returned to the clinic for routine follow-up, whereupon device interrogation showed a warning for high right ventricular (rv) threshold. It was noted that high thresholds began approximately four days post-implant. There was no capture at maximum output, with decreased r-waves as well. There was also decreased pacing impedance. A lead revision was performed, where fluoroscopy showed no obvious dislodgement and the helix fully extended. The lead was repositioned without difficulty and remains in use. No patient complications have been reported as a result of this event.